Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 51 days after the open procedure, palpable defect on superomedial border patella was seen and felt. The patient was sent for ultrasound to evaluation tendon & fluid sent for analysis, results were pending. No further surgery planned at this time.